Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) lead exhibited a sharp increase in capture thresholds. The physician suspected there was loss of capture (loc). Technical services advised there is no evidence of loc in the data reviewed. Subsequently, this lbb lead was explanted. Another lead was implanted to complete this procedure. Additional information has been requested but was not provided at this time. This lbb has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) lead exhibited a sharp increase in capture thresholds. The physician suspected there was loss of capture (loc). Technical services advised there is no evidence of loc in the data reviewed. Subsequently, this lbb lead was explanted. Another lead was implanted to complete this procedure. Additional information from the field representative provided the lbb lead was perforated and only capturing at very high outputs prior to explant. This lbb lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) lead exhibited a sharp increase in capture thresholds. The physician suspected there was loss of capture (loc). Technical services advised there is no evidence of loc in the data reviewed. Subsequently, this lbb lead was explanted. Another lead was implanted to complete this procedure. Additional information from the field representative provided the lbb lead was perforated and only capturing at very high outputs prior to explant. This lbb lead has been returned and analysis performed. No additional adverse patient effects were reported.